Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h3 - .the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risks, as outlined in the IFU. H6 - investigation type, findings, conclusion codes. The following sections were corrected: h6 - investigation type, findings, conclusion codes.

Event description:
It was reported that a patient, who had an initial right shoulder implanted on an unknown date, underwent a revision procedure in (B)(6) 2025. This was a humeral liner exchange as the patient kept dislocating post-op. The surgeon removed the liner, inserted a constrained liner, reduced and closed the wound. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return as it was disposed of by the customer. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-02-38 - rs expanded glenosphere 38mm, +4mm offset; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-20-00 - eq reverse torque defining screw kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.